Event description:
Related MFR report number: 2017865-2024-33661. It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed an alert for low pacing impedance on the atrial lead and far r oversensing resulting in inappropriate mode switch episodes on the atrial lead and implantable cardioverter defibrillator (ICD). No changes or interventions were reported. The patient condition was not known.